Event description:
Litigation papers allege was injured by excessive levels of chromium and cobalt. Update: (B)(4) 2013 -sales rep reported revision surgery due to pain. There was no new information that would change the outcome of the investigation. Update: (B)(6) 2011, plaintiff's fact sheet form was received which identified part/lot information. There is no new information that changes the outcome of this investigation. Update: medical records received (B)(4) 2013. Revision operative report indicates the following: pain; elevated cobalt levels; fluid collection which appeared to be the result of metal on metal wear; pseudotumor; slight amount of corrosion; socket appeared to be retroverted and somewhat vertical and was very well ingrown. The adapter sleeve and femoral stem have been added to the complaint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.